Manufacturer narrative:
This is a follow up to emdr 9617229-2020-05921. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported left side ¿constant pain in the breast with hardening/contracture¿, in addition to the appearance of ¿peri-implant fluid¿ indicated by ultrasound and chronic urticaria, mention recall, intramammary lymph nodes, grade 3 contracture, (physical symptoms such as contracture, lymph nodes, and presence of seroma), and psychological symptoms (such as anxiety). Device has been explanted.